Manufacturer narrative:
Investigation analysis traced the reported event to a epc - g6 black screen defect as issue resolved by a vyaire representative by replacing the main electronics in the field.

Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. The video showed that the screen was completely black and the buzzer as well as the red alarm leds were active. We can assume that the ventilation was still running at that time. It was visible in the attached pictures that there was also a windows error message on the screen saying windows failed to start. A recent hardware or software change might be the cause.

Event description:
The customer reported black screen issue on the bellavista 1000 during running ventilation on a patient. It is to be determined and reported if there was any harm or injury on the patient.